Event description:
The customer reported that the 9900 system battery alarm sounds when the room power fluctuates. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was adjusted during the service call the system was tested and found to be working as intended and put back into service.